Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material turned out to be the mixture of organic silicone, silicic acid (from chemicals), carboxylate (such as calcium salt and potassium salt), metal rust, mold and protein (from humans or detergent). It is found that the steps in reprocessing were correctly implemented in line with the instruction manual, and there was no physical breakage of the portion with remaining foreign material. Based on the results of the investigation, olympus could not specify the root cause of the remaining foreign material. The instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for clean the external surface. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a diagnostic endoscopy procedure their gastrointestinal videoscope had the following concern; the air/water supply button could not be operated. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; foreign material was in the nozzle. There was no patient harm, procedural delay, or injury and the procedure was completed with the same device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The device was cleaned, disinfected, and sterilized (cds) prior to its return. According to the customer they are unaware of what the foreign material was, and there was no delay in pre-cleaning. The customer wiped and brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer states they flushed the air/ water nozzle with water and air, and a detergent solution and there were no abnormalities with the accessories used for reprocessing the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.